Event description:
This pt needed to use a breast pump to establish and maintain milk supply for baby. The baby was assessed by a lactation consultant as having a suck problem, which is usually correctable over time. Pt bought a battery powered evenflo pump which was painful to use, when used properly, and resulted in a decreased milk supply. The pt was referred for a health dept breast pump loan to restablish milk supply while the baby's suck problem is being corrected. The pt experienced nipple pain each time pt used the evenflo pump. The amount of milk pumped was not sufficient to maintain an adequate supply and had to use formula to supplement.